Manufacturer narrative:
The complaint that blood was leaking was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was returned for investigation with unit packaging from lots 5301026 and 5329071. The pink dual port luer adapter was deformed, which prevented a proper connection and seal with a mating adapter. The features of the deformation were consistent with damage caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. There were no other similar complaints from the either lot 5301026 or 5329071. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the hub was cracked. A nurse in the ed was inserting this system into a patient¿s vein and blood started coming out from a crack in the pink plastic neck of the system. Additional information: the event took place on 08-april-2026 in the ed. The lot number is not 100% known, it is either 5301026 or 5329071. Both of those labels were in the same trash can, so it is one of those two. The nurse administering the stick did not have any adverse effects other than what was mentioned in the original complaint and that information is available in the complaint description listed below.